Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and damage. It was reported that the down button has been sticking for the past month and has gotten worse and that belt clip groove also snapped off. Troubleshooting for damage was performed. The customer's blood glucose level was 11.6 mmol/l at the time of the incident. It was reported that the damage on the belt clip groove occurred when the customer was taking it off. Troubleshooting for button error/keypad anomaly was performed. It was reported that the insulin pump was not exposed to change in altitude. It was also reported that the time on the clock advanced when monitored for one minute. It was reported that the customer was advised that the insulin pump needed to be replaced and was also advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump was received with intermittent down and select button response due to moisture damage on the electronic assembly. No moisture damage was found on the motor, force sensor, or keypad assembly during visual inspection. The insulin pump was received with scratched case, broken belt clip rails, faded end cap address label, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.